Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that treatment of a m2 bifurcation aneurysm in the left brain was performed. The width of the aneurysm was 5.05mm, the minimum height was about 4.9mm, and the neck of the aneurysm was about 3.9mm and the aneurysm displayed three subcapsules. The physician decided to use web sl 6-3 to complete the treatment of the aneurysm. The middle catheter was in place, and after shaping the via21 catheter, it was delivered to no more than 1/2 of the height of the aneurysm. The delivery was smooth, and the web head opened well. In the budding state, there was a tendency for the top marker point to point towards the ascus, and the retraction system reduced the tension. Continuing to release the web, it was observed that the middle section of the web could not be opened. The microcatheter was then pulled back to the proximal marker point, and the web could not be opened after repeated recovery and adjustment attempts. The device was removed and examined outside of the patient, and it can be opened smoothly. After soaking it for a few minutes, they tried again as before. The front-end of the web can sprout, but the middle and rear sections cannot be opened. The physician suspected that it was a problem with the microcatheter and replaced it with another via 21. The problem continued and could not be resolved. Then the physician decided to use the via 27 microcatheter as a final try and the release of the web tip was smooth and budding was possible. However, the middle and posterior segments could not be opened. Then the physician lightly pulled the web to the neck of the tumor and repeated to push and pull it, but it still cannot be opened. The arterial tumor sac ruptured, and the contrast agent leaked. Therefore, the surgical procedure was changed, and the stent was released after quickly stopping the bleeding with a filling coil. Blood flow was smooth after imaging. The aneurysm did not develop, and CT showed that the blood volume was not large. The patient was transferred to the nicu for observation. After three days, the patient was transferred to the general ward and discharged after 5 days.

Event description:
No additional information was received.

Manufacturer narrative:
Investigation conclusion: three radiographic images and two videos were provided for review. The review of the images and videos is as follows: (B)(6) fluoro image 1, 2, 3: 3d left ica angios that demonstrate a wide neck medium-sized m1/m2 bifurcation aneurysm. Multiple measurements are taken and summarized in the event description. (B)(6)_fluoro video: 1 minute and 7 seconds video of the 3d angiogram where the ica vasculature and aneurysm are being moved around in different projections. (B)(6)_video that cannot be opened after implantation (1): two minutes and 1-second video of subtracted roadmap fluoroscopy with contrast during attempts at deploying the web in the aneurysm. The image is not very magnified and very contrasty, such that the microcatheter can be seen with the web inside it. However, it is not possible to see the web once it is pushed out of the microcatheter and the partial opening that is described in the event could not be confirmed. These images do not explain why the proximal half of the web did not open properly. The investigation of the returned web system found the hypotube kinked at the hypotube to connector junction, but this condition would not have caused or contributed to the reported web opening issue. The web implant was found to be within visual and dimensional specifications. Replication testing was performed and found the web was able to successfully advance through the returned microcatheter and fully open upon deployment during functional testing. The physical evaluation of the device could not identify the conditions or circumstances that led to the hypotube damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter returned microcatheter was found to have flattened sections at the distal end which may have contributed to the reported complaint, but did not inhibit the opening of the web implant during the investigation.